Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that the driver tip broke inserting a 2.3mm locking screw. The surgeon was able to remove the driver's tip. The surgery was completed with a replacement driver after a delay (amount of time unknown). No adverse patient consequences were reported. This report is related to report number 3025141-2025-00055 for the driver involved in this event.